Event description:
It was reported that the device was fired as normal. The surgeon closed it down however could not feel much compression as the tissue being stapled was very thin. The device was closed as much as possible, so the staple deployed would be 1mm high. The patient was then taken off the table and began to bleed so the staple line was then clipped in two places. The patient was then taken to itu and later that night began to bleed again until the hemoglobin reached six. At this point the surgeon was called and the patient taken back to theatre and about 70% of the staple line was over sewed. The patient is now recovering.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile in good visual condition. The breakaway washer was present and uncut and there were staples present, indicating that the device have not been fired. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.